Event description:
It was reported that 4 bd luer-lok¿ disposable syringes had "stained/discolored" plungers while 2 others had "stained/discolored" barrels.

Manufacturer narrative:
Describe event or problem: it was reported that 4 bd luer-lok¿ disposable syringes had "stained/discolored" plungers while 2 others had "stained/discolored" barrels. One photo and 7 loose syringes, 2 of which were inside opened packages were received. One of the samples matched that in the photo. The samples were visually evaluated. The packages were from batch #8243736 (p/n 309628). 5 of the barrels were found to have a molding imperfection called ¿gate blush¿ at the barrel step near the flange. The imperfection appeared as a discoloration spot. All of the barrels with this defect were from mold c-33, cavities 18, 47, 58, and 63. However, this type of defect is considered cosmetic and acceptable per product specification as it does not impact the form, fit or function of the syringe. 3 of the syringes were found to have embedded foreign matter in the plunger rods. It was larger than level 3 in size, which is rejectable per product specification. Potential root cause for the defects observed is associated with the molding process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringes had "stained/discolored" plungers while others had "stained/discolored" barrels.